Event description:
It was reported that this old right ventricular (rv) lead start showing abrupt noisy signals and increases within normal limits in the pacing impedance. No lead safety switch was noticed. The patient is therapy dependent, however, reported not having any symptoms. The patient was called for in-clinic evaluations and technical services (ts) was inquired about programming options. Ts discussed programming options and could not give mayor details regarding the lead failure origin due to unknown lead design/construction features. This rv lead remained in service and was reprogrammed until the revision was performed. Subsequently, this rv lead was surgically abandoned and relocated. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).